Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd ms3 cartridges, patient experienced recurring presence of air bubbles in the cartridge at the end of a 3-day infusion period over several months despite demonstration of proper preparation technique without air bubbles at initiation, with variability in the amount of bubbles observed across occurrences. There was patient involvement with no harm.